Event description:
It was reported that there was low sensing amplitude and far field r wave oversensing in the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant products: 4194 implantable pacing lead (B)(6) 2011; 6945 implantable defib lead (B)(6) 2001. (B)(4).